Event description:
It was reported that the usb cable was burning and would no longer work to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose level was 101 mg/dl. Replacement cable was sent to the customer.

Manufacturer narrative:
Device not returned.